Manufacturer narrative:
(B)(6). The lot number was manufacture between august 9, 2018 ¿ august 10, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the middle port. The process step was not specified. There was no patient involvement. No additional information is available.